Manufacturer narrative:
Eval summary: the product was not returned for analysis, results from the product history record review indicated the product met release criteria. No root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on (B)(4) 2012 by phone and email. (B)(4).

Event description:
A surgeon reported a pt who presented with glare and impairment of contrast four yrs after intraocular lens (iol) implant surgery. The surgeon stated that he has noted blistering and bubbles on the lens optic. The surgeon indicated that a yag capsulotomy had already been performed, and it was not related to the event. Additional info has been requested.